Event description:
It was reported that following a procedure involving the pulseselect pulsed field ablation (pfa) loop catheter, the patient experienced blurred vision and headache while watching tv in the evening. The duration of blurred vision was two hours. After discharge, the patient experienced a recurrence of blurred vision and headache lasting 2 to 3 hours. The patient, familiar with migraines, noted these symptoms were different. The patient was readmitted for observation, and a neurological examination was conducted, revealing no abnormalities and no transient ischemic attack (tia). Symptoms were attributed to hypoperfusion or migraine. No further action or treatment was taken. The adverse event was possibly related to the index procedure. The patient recovered and resolved the symptoms two days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had a reoccurrence of arrhythmia and required a repeat ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that catheter reinsertion after the repeat ablation was unsuccessful and dark red urine was passed. During uri nation, the bladder was not able to be completely emptied and pain was experienced. Further tests were done and an additional attempt to place a catheter (to flush the bladder) was made unsuccessfully. The bleeding and hematuria stopped spontaneously. A follow-up computerized tomography (CT) scan showed no abnormalities. It was presumed that the hematuria was catheter related. The patient was subjected to hospitalization as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not experience any urinary issues, hematuria or pain.